Event description:
It was reported that the ilet user experienced hyperglycemia to 289 mg/dl after using the wrong size meal announcement on the ilet, with concern that the pump¿s adaptive algorithm under-delivered insulin for meals. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention. Investigation included troubleshooting and user education focused on correct meal announcements and reinforcement of training. Investigation of this case revealed user error related to incorrect meal size entry and potential algorithm maladaptation, with the device and its components otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device and use error, addressed through additional education.